Event description:
A wilson-cook esophageal stent with dua anti-reflux valve was placed after the strictured area was dilated to 11mm. Two days after placement, the physician verified correct positioning of the stent with an upper endoscopy procedure. The physician advanced the endoscope 4-5cm into the stent, and verified presence of the valve. At a later date, the pt complained of dysphasia. When the stented area was checked by the physician, the valve was not present. An injury to the pt was not reported.